Manufacturer narrative:
It is not known at this time if the device will be returned for eval. If the device or additional relevant info is received, it will be reported on a supplemental report.

Event description:
The pharmacist from the hosp reported the following event: the screw contained in the kit was jammed in the package. When removing the screw from the blister the screw fell to the floor. Another kit had to be used.